Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant that leadless implantable pulse generator (ipg) exhibited rising thresholds and low impedance. The leadless ipg will be monitored closely and remains in use. No patient complications have been reported as a result of this event.